Event description:
After 1 day of implantation, it was reported that during the post interrogation a message was displayed stating "abnormally high current consumption found new, ICD replacement recommended." The files that were obtained from the programmewr showed that over-consumption was the reason for the reported behavior; therefore, ela medical recommends explantation. However, it was reported that the physician wants to check the pt weekly and if the voltage drops, explantation will be performed at that time.